Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8295522. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for missing scale lines. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale markings on the bd insulin syringes with the bd ultra-fine¿ needle were incorrect, and the thumb press on the plunger rod was broken. All defects were discovered during use. The following information was provided by the initial reporter: "consumer left voicemail reporting 8mm, 31g syringes-scale print incorrect, thumb press on plunger rod is broken, needles bent when shield is removed."